Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the lead was successfully screwed into device. The physician then unscrewed the lead from the header to double check the serial number, and the setscrew came out of the device. The physician then used forceps and the screwdriver to reinsert the setscrew and successfully insert the lead into the device. The device was implanted and remains in use. No patient complications have been reported as a result of this event.